Event description:
The device was implanted on 3/27/96, for intrathecal infusion of morphine for treatment of pain. On 10/10/96, the facility nurse informed a MFR clinical representative that this pt has had good pain control until two (2) months ago (approx 8/96) when the pt started to complain of no pain relief. A dye study through the device port (date not specified) revealed that the intrathecal catheter was in place. The calibrated flow rate of the device is 1.1ml/day; however, during the last device refill the return volume (rv)=27cc, the refill period (rp)=days and the flow rate (fr)=0.56ml/day. The MFR's clinical representative suggested that the device air lock procedure be performed.

Manufacturer narrative:
The device was returned to the manufacturer and has been analyzed as follows: normal usage was seen on the center and septa with no internal fracture plane damage found. The device did not leak while pressurizing the device or filling the device reservoir. The device was patent upon flusing and no resistance was felt. Approximately 5 mls of clear, colorless, particle free fluid, which tested negative for blood was collected. The device flowed within original manufacturer flow rate specifications as received. Leak testing of the device confirmed that the device did not leak. The device performed as intended during the manufacturer's analysis. Visual and microscopic examination of the device catheter confirmed no defects or anomalies. (Note: an intrathecal catheter was not returned with this device. A trend analysis was perfomed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event for this device. Based on the information available andn the results of the manufacturer's analysis which reveales that the device performed as intended, the complaint that "the device was flowing slow/pt was not receiving pain relief" could not be corfirmed; therefore, no conclusion can be drawn as to the cause of this event. No further details are available. The manufacturer is now closing the file on this event.the device has been returned to the MFR and is presently undergoing analysis. No further details are available at this time.